Event description:
It was reported that the casing of the device got hot and had a burning smell. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for an investigation. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.